Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a known medical history of breast cancer with pulmonary metastasis, radiation exposure, brain cancer surgery in 2025, and severe aortic stenosis. The baseline rhythm was noted to be normal sinus rhythm (nsr). The length of the membranous septum was measured to be 1.5mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, pre-implantation balloon aortic valvuloplasty (pre-bav) was performed. Following that, the patient went into a complete heart block. The valve was implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). Temporary pacemaker was used; at the end of the procedure, the patient received a non-abbott permanent pacemaker to resolve the event. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product but likely due to the procedure. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.